Manufacturer narrative:
The impella device was discarded by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 41-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support was alleged to have a possible leak from the red plug. An inspection of that plug showed it to be dry and intact. The patient had also developed fever of unknown origin which subsided in after initiating antibiotics. The pump remained on for support for another 5 days til removed for the placement of centrimag device.